Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified "creases and dark ring. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing." Upon further review, the date of birth has been corrected to reflect the information received.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported an unknown side capsular contracture, baker grade unknown. Device remains implanted. The manufacturer of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV.